Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator display was inoperative. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient as a result of this event.